Manufacturer narrative:
A visual inspection revealed that there were no non conformities with the device. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the 7mm endoscope was cloudy. They switched scopes to complete the procedure. There were no pt effects. The product was returned.